Event description:
It has been reported that the flexvision pc did not start up, as a result, the flexvision screen did not start up. The system could be used by manually starting up the flexvision pc. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system onsite and troubleshot the system. Based on troubleshooting it was identified that there was a problem with the power to the flexvision pc. It was identified that the guids (globally unique identifiers) between the r cabinet and b cabinet were not correct. The engineer corrected the guids which resolved the issue. The system was returned to use in good working order.